Event description:
Device was fitted for resident and ordered 4/23/92. Device in place on 5/1/92. Staff was instructed on use of device on 5/1/92. On 5/4/92 nurse aide was oriented on the device. Nurse aide did not fully secure the velco strap going around the resident, the resident fell and went to emergency. A laceration was received and stiches applied. Resident returned at 10:00 a.m. No problems at that time, at 9:30 p.m. Started having breathing problems and expired at 11:35. No autopsy done due to family requestdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-92. Service provided by: distributor. Service records available.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other. Results of evaluation: incorrect technique/procedure. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: no data. Invalid data - on device destroyed/disposed of status.